Event description:
It was reported that inappropriate shocks were delivered to the patient and the inner coils were found externalised on x-ray. It is unknown if the riata lead was removed or capped in situ. No further information is available regarding the patient¿s condition.